Event description:
It was reported that the pt was in physical therapy. Their knee was forcibly flexed and they felt and heard a pop. Pt required a repeat construction. Cross pins failed 5 months post-op.